Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that right ventricular (rv) lead exhibited high thresholds, rising thresholds and loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.